Manufacturer narrative:
Results: the pusher assembly was fractured approximately 5.0 cm from the proximal end and kinked approximately 70.0 and 74.0 cm from the proximal end. Conclusion: the complaint has been evaluated. The complaint indicated that while the physician and nurse were advancing the coil into a microcatheter, the pusher assembly became kinked. The coil was then removed from the microcatheter and was not used. Evaluation of the returned device revealed the pusher assembly was fractured and kinked. This type of damage typically occurs due to improper handling during use. If the pusher assembly is manipulated forcefully at an angle while being advanced into a microcatheter, this type of damage may occur. Pc400 coils are 100% functionally tested during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using a penumbra coil 400 (pc400 coil). During the procedure, the physician advanced a pc400 coil through another manufacturer's catheter. The physician then deployed a stent device to jail the microcatheter into place. When the stent was deployed, the pusher wire of the pc400 coil became kinked. The pc400 coil was successfully removed from the patient and the procedure continued successfully using a new coil. There was no report of an adverse effect on the patient.